Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the event was not confirmed, a definitive root cause could not be determined. However, it is likely that the pneumoperitoneum pressure did not increase causing the event according to the service manual. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a laparoscopic liver resection, the high flow insufflation unit, the pneumoperitoneum pressure did not rise. The user reported a fifteen to thirty minute delay to reset the device. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
(B)(6) hospital. The device was returned to olympus for evaluation and the customer¿s allegation of the pressure not increasing was not confirmed/reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.